Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the lcd board and mother board. No damage to keypad traces noted. The device was monitored and all operating currents tested within specification range. It also had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Doctor reported via email that the insulin pump often stops with no reason. It was also reported that it has a shortened battery life. No troubleshooting done. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.